Event description:
It was reported the 5076 lead was used, but then replaced with the 4074 lead in the ventricle. Another 5076 lead was implanted in the atrium. It was also reported the doctor was dissatisfied with active fixation leads. The patient experienced breathing problems the day of implant. An echocardiogram was done. The results were not reported. Patient expired later that day. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. At the time of the retro review, it was noted in the manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.